Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 21595024 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was hospitalized due to infection. The infection was not device related. The physician believed it was procedure related.

Manufacturer narrative:
Additional information was received that there was no medical treatment provided during patients hospital stay.

Event description:
A report was received that the patient was hospitalized due to infection. The infection was not device related. Thy physician believed it was procedure related.